Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve replacement was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at time of replacement or information on the patient's condition or possible comorbidities were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned through its implant patient registry that a 27mm mitral pericardial valve was replaced in a transapical valve-in-valve procedure by a 26mm edwards sapien transcatheter valve. The implant duration of the original device at the time of the procedure was approximately ten (10) years and three (3) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.